Event description:
It was reported that the patient was having difficulty charging due to anatomy and the positioning of the original ipg. No device malfunction suspected. The patient underwent a revision procedure wherein a non rechargeable device was used. The patient was doing well postoperatively. The explanted ipg was kept by the facility.